Event description:
It was reported that customer experienced alarm 2 followed by alarm 26 while using pump with humalog insulin and no prior occlusion events earlier that day. There was no adverse impact to the customer's blood glucose level. Customer resolved issue by changing infusion set and cartridge, then resumed insulin, and no further assistance was needed as technical support planned to close case.